Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user reported that during a supply change they did not see drops when filling the tubing with 50 units and noticed insulin leaking from the sides of the cartridge (lot#: 32769). The user removed the cartridge, dried the chamber with a cotton swab, and was able to complete a supply change and resume insulin delivery. No ems or hospitalization was required.